Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported event of the battery compartment spring being off center causing the battery to fall out was not confirmed. The mobile power unit (mpu), serial number (B)(6), was returned to the pleasanton service depot where the unit was functionally tested and found to operate as intended. The batteries were physically manipulated in attempts to reproduce the issue with no success. While the spring in the center slot of the battery compartment did appear off center compared to the other to battery slot, this did not affect the functionality of the slot or cause the battery to fall out of its intended location. A root cause for the reported event was unable to be conclusively determined. The device history records was reviewed for the mobile power unit (mpu) (serial# (B)(6)) and was found to have passed all manufacturing and quality assurance specifications. The heartmate mobile power unit quick setup guide (rev. A) describes the sequence of events for properly setting up the mobile power unit. The user is instructed to insert the batteries in the mobile power unit, then connect the power cord. A self-test should then occur and the green power on light illuminates, confirming that the unit is ready for use. The heartmate 3 patient handbook (rev. D - section 3 ¿powering the system¿) cautions that when moving the mobile power unit to a different location or ac power source, the controller must first be connected to 14 volt batteries. This section also provides instructions for replacing the mobile power unit batteries. It is noted that the alkaline aa batteries are used to power mobile power unit alarms only. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) describes the visual and audible alarms that are associated with the mobile power unit. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook (rev. D - section 10 ¿safety checklists¿) instructs the user to check daily that the power on symbol of the mobile power unit is illuminated green. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery replacement alarm of the mobile power unit (mpu) was generated. The minus terminal connection part (spring part) in the middle of the battery case of the mpu moved to the end, and the battery came off, so the alarm occurred. Log files were not available, and the mpu would be exchanged at the outpatient clinic in july.

Manufacturer narrative:
D4 : device sn updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.